Event description:
It was reported that the lag screw of an intramedullary nail construct was observed on radiographs to be sliding toward the outer side approximately three months post-implantation. The patient remained under clinical monitoring, and no revision was planned at the time of the report. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Z nail cmf 10.5 x 95 lag scr item# 47249909510 lot# 3230574. Z nail cmf 5.0x75 ant sup scr item# 47250107550 lot# 3228774. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item# 47248403050 lot# 67162645. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item# 47248403050 lot# 67175042. Z nail cmf nail cap 0mm item# 47250000200 lot# 3250454. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.